Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold and broken plug strap. Leak test and microscopic analysis were performed which identified a striated punctured on radius, sharp broken edge on plug strap, and wear abrasion . Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated punctured assessed as surgical damage-like consistent in the use of some surgical tools, creases were observed but had no relationship with manufacturing, and a sharp broken edge on plug strap assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.